Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year. This case, with (B)(6) (lancet device), is related to case with (B)(6) (lancet drum).

Event description:
It was reported the lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. Return of the suspect device was requested for evaluation.